Event description:
It was reported that a patient¿s device had not worked since implant or shortly after. The reporter was unsure if the implantable neurostimulator was currently off. It was noted that the patient did not bring their patient programmer for their MRI and they were trying to rule out a stroke. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v014700, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).